Manufacturer narrative:
Gtin: not available. Upon completion of the investigation, a follow up report will be filed.

Event description:
The valve has been explanted. We try to get further information.

Manufacturer narrative:
The valve was returned for evaluation. The investigation of the returned device did confirm a problem. The position of the cam when valve was received was 30mmh2o. The valve was visually inspected; quite a few holes in the silicone housing were noted all after the valve mechanism (possible needle holes), and not over the needle guard. The valve was irrigated with purified water. No occlusion was noted. The valve was dried. The valve was leak tested, and the valve leaked from the needle holes. The valve was tested for programming and the valve passed the test. The valve was then pressure tested, and the valve passed the test. Review of the history device records confirmed the valve product code 82-3100, with lot crbddd, conformed to the specifications when released to stock in 17th march 2014. Based on the evaluation of the device, the root cause of the holes in the silicone housing after the valve mechanism is probably due to human error. At present, we consider this complaint to be closed. Trends will be monitored for this or similar complaints.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number was unknown. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.